Manufacturer narrative:
Corrected to serious injury.

Manufacturer narrative:
An image of the broken catheter was provided to gore and an evaluation was conducted. The evaluation based on this image showed the following: the leading end of the catheter had separated from the rest of the catheter. It could not be determined from the image provided if the polyimide guide wire had fractured or if it had pulled out of the catheter¿s trailing olive bond. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information. The reported tortuosity may have contributed to the event.

Manufacturer narrative:
UDI: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with an abdominal aortic aneurysm that was successfully treated with gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) 2016, it was realized that the leading end of the delivery catheter of a contralateral leg endoprosthesis (plc201200) remained on the left side of the implanted devices. The catheter breakage was not realized during the procedure and physician could not recall if there was unusual resistance or a lot of force used during the advancement or retraction of the catheter. However he assumes that the tortuous access vessels of the patient have contributed to the event. On (B)(6) 2017, the leading end of the delivery catheter was removed from the patient with an endovascular snare. There were no reported issues to the patient.